Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which would be addressed in a follow-up report.

Event description:
(B)(6), ccp called regarding an issue that they had with a cp22-vt, np1001865 centrifugal drive, ph6003247. The goal flow for the patient was 0.5 lpm, however, the highest flow they were able to achieve was 15 lpm no matter how high they turned up the rpms. The highest outlet pressure they achieved was 112 mmhg, and the inlet pressure was around -40 mmhg. They thought it could have been the cannulation, but when they did a circuit change to a biomedicus pump, they were able to achieve the goal flows. They did not report any alarm or alerts at the time.

Manufacturer narrative:
No investigation can be possible due to accidental disposal of the complained device. Considering this is the first case with this claimed issue and the fact the procedure was completed without consequences for the patient, no further actions have deemed required.

Event description:
The user reported an issue with a cp22-vt. The goal flow for the patient was 0.5 lpm, however, the highest flow they were able to achieve was 15 lpm no matter how high they turned up the rpms. The highest outlet pressure they achieved was 112 mmhg, and the inlet pressure was around -40 mmhg. They thought it could have been the cannulation, but when they did a circuit change to a biomedicus pump, they were able to achieve the goal flows. They did not report any alarm or alerts at the time.